Event description:
It was reported that arteriotomy closure of the common femoral artery was attempted using a proglide device after an interventional procedure. Reportedly, the needle plunger was fully pressed, and while pulling the plunger and needles out of the body of the device there was no suture present. The device was removed and a second proglide was used to achieve hemostasis. There was no adverse patient sequela. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported event of suture not present during plunger retraction could not be confirmed. The suture was not returned with the device. During device analysis it was observed that the guide within the guide tube at the needle exit broke but it is held in place by the control wire. This type of damage is consistent with the device being pushed down on the guide. The plunger needle was examined and there were signs of barb damage. Based on visual and functional analysis performed, the most probable cause for the reported incident is related to the operational context in use of the device. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.